Manufacturer narrative:
Image review: eight images of the event reported above were provided. The images provided were from the patients executive summary. There were no images of the procedure. It was reported during the initial deployment, the valve infolded along the total length of the deployed portion at 80% deployment. The valve was recaptured and removed from the body without complication, and the patient remained stable. A procedure was delayed as a result of the infold as a new valve was loaded. For the second attempt, pre-dilatation was performed with a 20mm x 50mm non-compliant balloon, and a second 29mm valve was deployed at a depth of 3-4mm without complication an infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the entire system was removed and replaced with a new delivery system and valve. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012728267); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012728272); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the transcatheter aortic valve evfxplus-29, the computed tomography used for valve sizing was described as grainy, and the imaging results were borderline between 26 millimeter (mm) and 29mm valve sizing. Although pre-dilatation with an 18mm balloon was planned, it was not performed prior to the first valve deployment. During the initial deployment, the valve infolded along the total length of the deployed portion at 80% deployment. The valve was recaptured and removed from the body without complication, and the patient remained stable. A procedure was delayed as a result of the infold as a new valve was loaded. For the second attempt, pre-dilatation was performed with a 20mm x 50mm non-compliant balloon, and a second 29mm valve was deployed at a depth of 3-4mm without complication. Angiography showed zero gradient and trivial paravalvular leak with an acceptable aortic regurgitation index. The physician noted that pre-dilatation should have been perf ormed as initially planned and confirmed that the 29mm valve was the correct size, with a good end result. Both valves were loaded by a medtronic field representative and both valves passed screening inspection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.